Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted after an implant duration of approximately 35 months due to severe mitral stenosis. Operative report indicates, " the patient has been on hemodialysis for many years and we think that this is related to dystrophic calcification of the bioprosthesis...the mitral valve prosthesis was heavily calcified, in fact its leaflets were almost immobile and very thickened due to leather-like calcification. We laboriously were able to remove the prosthesis and debride the annulus...the patient tolerated procedure well and transferred to the cardiovascular intensive care unit in fair condition".

Manufacturer narrative:
Evaluation: method: x-ray additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As the explanted device was discarded by the user facility and not returned for evaluation, the reported calcification and stenosis could not be positively confirmed. Mitral bioprosthetic valve stenosis and calcification can be due to multiple patient, device, or procedure related factors; as indicated in the operative report, it is more likely that patient medical history of renal disease, dialysis, obesity and cad might have contributed to the failure of this valve, thus requiring explant. There has been no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to this event.